Event description:
Reportedly, infective endocarditis and mitral regurgitation were observed on echo. Device remains implanted and will not be returned. Echo cd was received by irvine and forwarded to an independent consultant for review. This complaint was opened for evaluation only and on indication was given for explant of the device.

Manufacturer narrative:
Device not returned. Ehco exam sent to an independent consultant for review. Results are as follows: the mitral bioprosthesis appears normal. There is central mitral regurgitation that is probably mild in severity (and commensurate with that which would be anticipated for a normally functioning pericardial prosthesis in the mitral position), but probably accentuated on color-flow doppler imaging owing to the low nyquist limit. Imaging is limited and not adequate to definitely exclude pathology, but no vegetation or other evidence of infective endocarditis is demonstrated.